Event description:
On (B)(6) 2013, the patient contacted animas alleging that his blood glucose (bg) elevated to 527mg/dl that morning after eating breakfast and taking an injection to cover his meal. The patient denied signs or symptoms of hyperglycemia. The patient stated that his fasting bg was 210mg/dl. The patient stated that he did not realize the pump had emitted an empty cartridge alarm at 4:45am, and did not change his supplies until 7:45am, so he was without insulin for 3 hours. The patient also stated he underestimated his carbohydrates did not think he took enough of an injection for breakfast. The patient noted cardiac issues but did not state what medications he was on. Customer technical support determined through troubleshooting that the reason for the elevated bg was being without insulin for 3 hours due to not responding to the empty cartridge alarm. This complaint is being reported because the patient allegedly experienced hyperglycemia while on insulin pump therapy with use error as a cause/contributor.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed that the last basal delivery was on (B)(4) 2013. Several basal delivery interruptions were observed during the reported period, review of the history showed several unacknowledged alarms between the dates of (B)(6) 2013. Two power interruptions for 35 hours were observed on (B)(4) 2013. The total daily doses appeared to be inaccurate due to the pump's multiple delivery interruptions. During testing of the pump, the pump powered on normally and displayed the verify screen. The pump was primed and exercised for 24 hours successfully, no alarms or warnings occurred. Periodic boluses were performed using the normal, ez carb , ez bg, and combo boluses, the pump¿s history accurately recorded the boluses at the correct time and in the correct order. An empty cartridge warning was stimulated during testing and the pump gave the correct audible and visible alarm. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. The pump was opened and no corrosion or intermittent condition was found to the internal circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.